Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is having pressure issues.

Event description:
N/a.

Manufacturer narrative:
Updated sections : b4, e2, e3, g2, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional contact information: phone number: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit having pressure issues. 3 gfe was completed but no response was received about service. As of now the investigation is closed. If any new information received, the complaint will be reopen and update it. The patient involvement is unknown.